Manufacturer narrative:
The reported event was not duplicated; however, the service technician found corrosion in the motor assembly during the device evaluation.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb oscillating saw was intermittently running after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb oscillating saw was intermittently running after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.